Event description:
It was reported that prior to implant the helix was tested and it was noted that it would not extend. This lead was not implanted. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of helix not extending prior to implant could not be confirmed in the laboratory. However, there was a white foreign material found on the helix, this could have been the cause of helix extension.